Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The customer was guided through refilling and loading a new cartridge, but the issue persisted. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup to ensure insulin delivery.